Event description:
A facility medwatch report (B)(4) was received which stated - "patient ventilator stopped working while patient was on vent. Rn called respiratory therapist (rt) when they got to the patient they were bagging him with bag-valve-mask(bvm). Patent was not in distress. Ventilator was alarming "restart ventilator" no buttons on the ventilator were working. Ventilator turned off and orange tagged. Patient received new vent." There was no patient harm. (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
No service on the ventilator has been requested. The user facility reportedly replaced the control pc board. The replaced part was not returned for investigation. No ventilator logs were provided. Since no parts were returned for investigation, the root cause of the event has not been determined.